Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the outer package was damaged and debris was found in the inner package.

Manufacturer narrative:
(B)(4). Reported event was considered confirmed as the returned product's carton box was damaged with debris inside. Further analysis of the foreign substance on the outer cavity is consistent with the ftir spectrum of adhesive similar to that used on the labels packaged with the implant. Analysis of the materials inside the cavities are consistent with the ftir spectra of the inner and outer cavities as well as the nylon packaging pouch. Device history record was reviewed and no discrepancies were found. A root cause for the presence of adhesive on the external wall of the outer cavity cannot be determined. The root cause for the presence of the debris in the cavity is considered to be handling and transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.